Event description:
Laparoscopic roux-en-y gastric bypass difficulty removing the stapler from the bowel as the head of the stapler did not tilt like it was supposed to; stapler was removed with increased tension. No harm to the patient.